Manufacturer narrative:
D4: catalog number: requested, unknown. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown catalog and lot combination. D4: UDI: unknown due to unknown catalog and lot combination. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cvcc rn manager. H4: device manufacture date: unknown due to unknown catalog and lot combination. The product code/lot number combination was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that an enhanced tr band was applied to the radial access site post procedure. The nurse attempted to titrate air and observed that the tr band had lost all air. It is unknown if another band was applied or if manual compression was used to obtain hemostasis. There was no hematoma or other adverse outcome due to this malfunction. The procedure performed was a heart catheterization. There was no blood loss.